Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the forceps elevator had foreign material, the air/water flow was low due to deformation of the nozzle, the nozzle was deformed, the angulation in the right direction was out of standard, the adhesive on the bending section rubber was detached, the scope cover was scratched, the protector of the universal cord on the control section side was scratched, the universal cord was discolored, the universal cord was scratched, the light guide cover glass was dented, the scope connector was scratched, the up/down/left angulation was low, the bending wire could not bend left at all, the distal end cover was scratched, the adhesive around the light guide lens was worn, and the light guide lens was chipped. Dirt was found on the scope cover, the switch box, the right/left knob, the up/down knob, the control unit, and the forceps control lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had low air/water flow due to a blockage. The issue was found during reprocessing. Inspection and testing of the returned device found foreign material in the forceps elevator. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be prevented by following the instructions for use which state: ¿(reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope..¿